Event description:
It was reported that the patient¿s omnipod system continued to deliver insulin. Blood glucose level was reported to be 34 mg/dl. The patient reportedly fell while at work, and as a result, an emergency medical technician (emt) was called to treat the patient. The patient had a hard time remembering the details of the event and therefore was not able to provide details regarding treatment provided. The patient reported they met with their doctor after the event and their doctor adjusted their settings.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: lockdown.omnipod software app version: 4.0.2.operating system: n5004l-am-q-mv01602-06-01.06.hardware: n5004l.cgm sensor type: data not available.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.